Manufacturer narrative:
Date of event is estimated. Date of implant is unknown. Date of explant is unknown. (B)(6).

Event description:
It was reported that the patient's lead was broken. As a result, the patient underwent surgical intervention on an unknown date during which the lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.